Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned, however the failure mode was not confirmed. The received device found that there are no missing pieces. Althought the unit was not broken, visual inspection found that there is insulation damage throughout the entire unit. There are dings and scratches throughout the shaft, insulation damage on the actual handle. The insulation integrity was tested and failed. The probable root causes could be mishandling and or normal wear and tear. The product was returned for investigation, however the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.